Manufacturer narrative:
This product is registered as a combination product.  The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that both atrial and ventricular leads were explanted and replaced due to dislodgement. The patient condition is stable. Related manufacturer reference number: 2938836-2020-09398.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received noted that the leads exhibited loss of capture and the leads were dislodged due to twiddlers syndrome.